Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, d9, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, no image, could not be identified. We surmised that ¿no image¿ occurred because the 3g-sdi input was damaged. Root cause could not be identified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿as a result of checking the instruction manual and the labeling of the product, there was no abnormality that would lead to the phenomena.¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the lcd monitor image display would disappear and reappear regardless of the cables used. The image remains stable only when the cable is held in place; once released, it disappears again. The issue occurred during preparation for use. There were no reports of patient harm.